Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported problem was observed. However, after reloading the software the report could not longer be duplicated. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.